Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered "yes" to the survey questions. "Any events with the bd alaris¿ system not providing low battery alarms and an infusion being stopped due to battery depletion? " there was no reported patient impact.